Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support to remove and inspect the cartridge and o-ring, which was found to be in place and undamaged. Technical support assisted in filling a new cartridge and cleaning the pneumatic tap area. The customer successfully loaded the cartridge onto the pump, completing the process and resuming insulin delivery.